Event description:
It was reported that the patient had an MRI and felt a burning sensation that started underneath the pump during the procedure. The patient notified the MRI technician and the patient¿s managing health care provider (hcp) had also been present. The patient was not sure if the MRI technician had obtained guidelines for the procedure. The burning sensation continued on the report date and had not let up at all. The patient already had a call in to his hcp. It was later reported that the cause of the event was to be determined. The device system had been used to deliver dilaudid. No signs and symptoms were associated with the event and the outcome to the patient was listed as no injury. It was later reported the patient had gone in for MRI and CT scans and during that time, the pump was reportedly turning on and off, the timeline was not provided. The patient also reportedly got hot and cold flashes. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)